Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened escape button dome switch. No button error alarm was noted. No unlocked keypad connector was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the escape button is not working properly. The customer stated that he tried to check the status screen and sometimes the button does not work properly. The customer could not recall any significant leading to the alarm. The customer declined to troubleshoot for the button error alarms. Customer was advised to discontinue use of the device and to revert to a backup plan.